Event description:
The patient contacted animas on (B)(6) 2012, reporting that the keypad buttons were unresponsive at times. The patient denied any damage to the keypad. The patient also denied any trauma to the pump or moisture exposure. The patient reportedly wore the pump under clothing and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all buttons are normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons and the up arrow, down arrow and ok contacts were noted to be misaligned. Unrelated to the complaint, evaluation revealed a cracked battery compartment and cracked display lens, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.